Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated their device moved because the system created quite a bit of pain. Patient stated they were going to adjust but was supposed to be MRI compatible. Pt stated had additional pain and was touching something. Pt states they checked the spinal cord stimulator (scs) and was not where they originally placed the scs. Patient service specialist (pss) asked when this all started and patient states within the first year that the device moved. They put the scs put in because pt started having additional pain in lower back and whatever happened it was hitting something and pt was in extreme pain so they tried to decide if pt should keep it in or not. Pss sent request to repair for box and label. Pss left vm with patient for further details for sr information. Pt provided hcp info. Date was unknown. Pt mentioned previous concerns before the scs.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted:(B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(6), implanted:(B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said probably since the last 3 months she has noticed her stimulator is no longer addressing the pain she got it for, her pain is overriding the system. Pt said, (prior to implant) she had a spinal cord injury and has and 3 pain areas, one is her lumbar area and 2 areas in thoracic. Pt said probably since the last 3 months she has noticed the pain in her lumbar area was actually aggravated by stimulation. Pt said because she has the pain that is no longer addressing the pain she is considering device removal. Additional information was received from the patient. The patient reported they had the stimulator device removed in (B)(6) 2020, because of some complications. The physician kept and probably disposed of the internal device, but they have the case, belt and control. It was a problem with the internal device. Patient wanted to know what to do with the external devices.